Event description:
It was reported that during a procedure on (B)(6), 2023 while putting the set screw down in the trochanteric fixation nail advanced (tfna), the driver seemed to stop prematurely. It was explained to the surgeon that the set screw may not be down because the lag screw may be rotated a little bit, not allowing set screw to go down. The surgeon kept moving forward and used a torque limiting driver to torque down and accepted the construct as is. The procedure was successfully completed with no delay. Patient was stable. This report is for a tfna fenestrated screw 105mm - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.d2: additional procode: ktt. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: manufacturing location: elmira / packaged, sterilized and released by: monument manufacturing date: 08 february 2023. Expiration date: 31 december 2032. Part: 04.038.205s, tfna fenestrated screw 105mm -sterile. Lot: 4393p00 (sterile). Note: fenestrated screw was manufactured by elmira; lot numbers 4102p47 and 4135p11. Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Sterilization control number (scn) supplied by sterigenics was reviewed and was determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.